Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there were high thresholds and oversensing in the right atrial (ra) lead. The physician elected to cap and replace the ra lead. No patient complications have been reported as a result of this event.